Event description:
During the initial implant procedure, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced, however, the noise persisted on the replacement lead. The device was then explanted and replaced, and the noise was no longer present. The device was suspected to have been the cause of the observed noise. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing/noise was not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation under nominal conditions found no sensing or noise anomaly. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaint. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.